Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found that the device would not communicate upon receipt due to a low battery voltage. No sources of high current were found. The battery was sent to the vendor. An internal battery anomaly was found to be the cause of the low battery voltage. (B)(4). Complaint received with return of device; failure (event) observed during analysis.